Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient was revised due to femoral loosening. It was also noted that the patient had experienced pain and instability prior to the revision. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00588001402 - right size d cemented option femoral component femoral plastic cap must be removed prior to implantation - unknown. 00598801116 - long 16mm diameter 155mm length straight stem extension combined length 200mm - 62292125. 00588004017 - 17mm height size d articular surface with hinge post extension / use with plate 3,4,5,6 / screw enclosed do not discard - 65566971. Unknown - unknown femoral augment - unknown. G2 : foreign country : germany. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03380, 0002648920-2024-00091, 0001822565-2024-01082.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the products returned identified signs of implantation. Both bone cement and femoral augments remain attached/connected to the femoral implant. The device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.